Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The health care professional (hcp) could not reproduce the noisy signals and noted that the thresholds were slightly elevated. Hcp also noted that the patient gained a lot of weight in the abdomen area and had bad snoring and wanted to get technical services (ts)'s opinion. Ts reviewed the episodes and noted there was a slight downward trend in impedance. Ts discussed potential causes with the hcp. Hcp stated that they would follow up with electrophysiology for further evaluation. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).